Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the device revealed a hole at the bevel edge of the glass cap due to melting. The fiber was functionally tested with the helium-neon (hene) fixture and the aim beam was noted at the distal tip of the device. Due to the observed beam exiting out of the tip and hole at the bevel edge, the potential for forward firing exists. Analysis of the fiber card identified that the soft joule limit was at 186,880 joules of use. This is triggered when the user passes 24kj and disconnects and reconnects the fiber, power cycles the system, or removes and reinserts the card. Based on all available information the reported event is confirmed. However, there is not enough information on which of the above conditions contributed to the reported event and observed fiber findings. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that after connecting the device, the aiming beam did not come out so the device was discontinued. A second device was opened to complete the procedure without clinical consequences to the patient. The fiber was returned and analysis identified that there was a hole at the bevel edge of the glass cap due to melting, the potential for forward firing exists.